Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient was implanted with the rns neurostimulator and three depth leads on (B)(6) 22. The patient experienced bleeding and left hemiparesis after the rns placement requiring craniotomy. Diagnosed as a postoperative intracerebral hematoma in a lead tract, requiring surgical evacuation. Hematoma has resolved and patient is undergoing rehabilitation.